Event description:
It was reported that a small puff of smoke came out from the programmer when powered on and burning smell was observed. No adverse effect was reported. The programmer was being returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.